Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2221583, d4. Medical device expiration date: 31jul2027, h4. Device manufacture date: 20oct2022; d.4. Medical device expiration date: unknown, h.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 of the 5 ml bd luer-lok¿ syringe sterile, single use have light scale markings. The following was translated from japanese to english: this report is about faded printing. The printing on the syringe was faded.

Manufacturer narrative:
H6: investigation summary ten samples and four photos were provided to our quality team for investigation. A visual inspection was performed. Six samples were observed to have several ink dots present on various areas of the barrel. Two samples were observed to have print scraped off on various parts of the graduated scale and several grad lines. These conditions observed were non-conforming per product specification. Two samples did not exhibit print issues that would affect form, fit, or function and any issues were minor in nature, and thus were acceptable per product specification. Potential root cause for the ink dots defect is associated with the scale marking process and missing print defects with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that 10 of the 5 ml bd luer-lok¿ syringe sterile, single use have light scale markings. The following was translated from japanese to english: this report is about faded printing. The printing on the syringe was faded.